Event description:
Refer to user incident report/ mhra refnr (B)(4). " patient felt sick and dizzy when got home after check-up where fluoride was applied as per the cdow delivering better oral health strategy which is compulsory for nhs child patients the patient was taking profluorid varnish for: dental caries".